Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an itchy rash under the lifevest on her back and front. The patient's doctor diagnosed the patient as having a heat rash/fungal infection and gave the patient an anti-itchy cream. Follow-up indicated that the patient was following the doctor's recommendations and the irritation had improved.